Event description:
During an endoscopy procedure, a cook double lumen wire guided billroth ii sphincterotome was used. The operator introduced the sphincterotome down the endoscope, but the cutting wire was facing the 12 o'clock direction instead of the correct orientation of 6 o'clock. See MDR 1037905-2013-00718. A second sphincterotome of the same lot was attempted to be used, but the same observation was made. See MDR 1037905-2013-00719. The procedure was continued using a cook glo-tip ercp catheter. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: during a visual examination of the returned product said to be involved and a returned sealed unused device, a discrepancy or anomaly was not observed. The handles were manipulated and the tip of the catheters appeared to bow correctly. The cutting wires were intact and fully attached to the catheter tips. Twisting was not observed in either of the cutting wires. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Improper cutting wire orientation can occur if the handle is manipulated with the catheter in a coiled position. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled, as this may result in damage to sphincterotome and render it inoperable." Prior to distribution, all billroth ii sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.